Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 463 ng/l. The sample was repeated twice, resulting with values of 5.22 ng/l and 5.46 ng/l. The troponin t reagent lot number was 47003401, with an expiration date of 31-jul-2021.

Manufacturer narrative:
Calibration data was within expectations and quality controls recovered within range. Upon review of the alarm trace, no abnormalities were observed. The investigation could not identify a product problem. The cause of the event could not be determined.